Event description:
User facility reports a leak in the fistula needle tubing, found during the first 20 minutes of treatment. Ebl = 200 cc. A new fistula needle was inserted to continue treatment. Hgb pre-incident and post-incident was the same. The actual complaint sample was discarded at the time of the incident. No patient injury or need for medical intervention is reported. MDR is filed for blood loss only.